Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The nurse reported the patient had a heart attack and passed away. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed during visual inspection, door cover was found damaged. The functional test was successfully performed. Event history was downloaded and following was observed: check patient line, low drain volume, refill not finished, check heater line, low drain. One hour therapy was successfully performed. Assignable cause for reported problem and all other additional conditions was undetermined. For reported problem and all other additional conditions no other specific actions were taken as the unit was repaired according to required procedures and it passed all check and calibration tests successfully during service. A review of the service history revealed was not performed due to the device being serviced more than one year ago. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.